Event description:
Per information provided: (B)(6) 2013: patient was diagnosed with right inguinal hernia and ventral hernia thereby underwent laparoscopic preperitoneal right inguinal hernia repair with the implant of 3dmax (device #1) & transperitoneal ventral hernia repair with the implant of ventralight st (device #2). Per operative notes, ¿an incision was made at the umbilicus. A large right side 3dmax mesh (device #1) was placed into the preperitoneal space, laying flat to the abdominal wall and was secured using absorbable tack. A ventralight st mesh (device #2) was placed into the peritoneal space and pulled up to the abdominal wall using absorbable tacks.¿ (B)(6) 2014: patient visited hospital for abdominal pain. (B)(6) 2015 - patient was diagnosed with infected abdominal wall mesh and abdominal abscess thereby underwent laparoscopic repair with removal of old meshes (device #1 & #2) and drainage of abdominal abscess. Per operative notes, ¿a large palpable mass was identified within the abdominal wall panniculus draining purulent material. The mass was determined to be a long-standing abscess cavity within the abdominal wall. Dissection was carried down to the abdominal wall fascia where intra-abdominal mesh was identified. The mesh was coming away from the abdominal wall where it was previously dissected. The mesh (device #1 & #2) was completely resected.¿ attorney alleges that the patient had abscess, pain, hernia recurrence, infection, seroma and emotional injuries. It was also alleged that the patient had wound and pain care from (B)(6) 2017 through (B)(6) 2018 as a result of the multiple surgical repairs initiated as result of the bard abdominal wall mesh.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of ventralight st mesh, patient was diagnosed with infection, abscess, purulent discharge, fibrosis, inflammation, abdominal pain and migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, inflammation, pain and migration as a possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. This emdr represents the bard/davol ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent the bard mesh 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.